Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 49-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed developed ischemia in the impella leg during support. As a result of the noted condition, the decision was made to explant the pump and escalate to an impella 5.5 device.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the limb ischemia was most likely due to use issue with introducer peel away sheath left in place with patient during support. The failure mode will be monitored and trended.